Event description:
The customer reported a dilution cup overflow and splashing in the provue's interior. No erroneous results were reported. Fluid leak may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer re-seated the bottle connectors and rebooted the instrument. Qc and samples were run with acceptable results. This customer has not logged any similar complaints against this analyzer since this incident. (B) (6).